Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the left ventricular lead threshold was unable to be assessed. Review of a previous chest x-ray revealed left ventricular lead dislodgement, attributed to a fall the patient experienced on (B)(6) 2019. The physician explanted and replaced the lead. The patient experienced no adverse consequences.